Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump explanted was (B)(6)2017.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 330 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an alarm occurred and was confirmed by telemetry. It was confirmed that the low reservoir alarm and elective replacement indicator (eri) alarm were occurring. It was stated that the pump was read in (B)(6) 2016 and the eri was at 15 months. The alarm was unexpected. There were no symptoms reported. The event date was stated as (B)(6) 2017. Additional information was received from a representative on 2017-jun-22. It was stated that there was no issue with a low reservoir alarm, only the premature eri. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The pump was refilled on (B)(6) 2017 in a normal fashion and reprogrammed with no dose changes. The patient's weight at the time of the event was (B)(6). The pump was reportedly running without any stalls/resets. The patient saw a surgeon who was scheduling her for replacement. It was stated that the pump would be sent to the manufacturer.

Manufacturer narrative:
Analysis of the pump found high battery resistance. If information is provided in the future, a supplemental report will be issued.